Event description:
"During a jugular (right) approach procedure, surgeon expressed having difficulty with dilator insertion. He removed the dilator and asked for another ashcath kit. New kit opened and he used those items to proceed. We were almost completed with the procedure (ready to close) when the patient developed breathing difficulty and crashed/coded. Chest tube inserted with 2500cc blood obtained. Converted to a open chest procedure and surgeon did a superior vena cava perforation repair." Currently it was reported that the patient is improving, awake and talking.